Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD) resulting in pacing inhibition and pauses. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.